Event description:
It was reported that at six year post-op, a revision surgery was performed on the patient¿s left shoulder due to pain. The patient received a total shoulder replacement in 2003. According to the reporter during the revision surgery, in 2009, the surgeon noticed that the head and trunion were off. The trunion was found to be broken. The surgeon replaced the head and trunion. The set screw was intact and the stem and glenoid were well fixed (not removed). Patient¿s outcome was good; implant was secure. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device has been received and evaluation is in progress. The cause of the event could not be determined from the information available and without the manufacturer's device evaluation. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. Upon completion of the device evaluation, the potential causes of this event will be communicated to the event reporter. If additional relevant information is obtained from the manufacturer's investigation and evaluation, a follow-up report will be submitted.

Event description:
The pt was injected in the tear troughs under the eyes and orbital rim on lower lateral corner. The pt allegedly developed swelling and felt water under eyes, "festoons". The pt was treated with warm compresses, massage, ultrasound, benadryl, and prednisone.

Manufacturer narrative:
The device was received and an evaluation was conducted. The complaint was confirmed. Returned devices include set screw, trunion and humeral head. The hex head of the set screw is severely worn. The nipple of the trunion that is placed into the center socket of the stem is broken off. Trunion phase that is closer to the stem has a polish appearance from prolonged wearing. The area where the nipple broke off and the broken area of the nipple have no sharp edges. There are several nicks and scratches on the trunion surface where it meets with the humeral head. There are no deformities on the humeral head; appears to be in good condition. The cause of the event could not be determined from the information available and device evaluation; however, the most likely cause of this event is due to post-op trauma. Device history record revealed nothing relevant to this event.this is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.